Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left femoral artery. After a non-bsc guide wire crossed the lesion, a 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced contralaterally for pre-dilatation. The balloon was initially inflated at 6 atmospheres for 30 seconds; however, on the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6mm x 4cm sterling¿ balloon catheter. No patient complications were reported.